Manufacturer narrative:
Other relevant device(s) are: product ID: 9733449, serial/lot #: (B)(4), UDI #: (B)(4). Product analysis: upgrade prgm 9733927, upgrade to s7 - no device failure straight suction 9733449 em ent - no device failure if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged straight suction with a distance to divot of 3.0. There was no patient present at the time of the event.